Manufacturer narrative:
Per the pt's pdrn, the pt's catheter was also found to contribute to drain issues experienced by the pt and had since been repositioned. A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) pt with constipation and catheter flow issues was diagnosed with peritonitis due to coagulase negative staph contamination. The pt was found to not properly adhere to treatment guidelines and follow aseptic technique.